Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the procedure completed with suture? Yes. If the patient was bleeding, how much blood was lost (ml)? 800-1000ml. Did the patient require a blood transfusion? Yes. If yes, how many units were given? Three units. Did the post-operative care change based on the bleeding? Yes. What grade of hemorrhoids did the patient have? Third. Was the device difficult to close? Yes. Where in the green range was the device fired? Yes, in the proper green range as recommended by company. Did the surgeon wait 30 seconds before firing the device? Yes, waiting for 30 seconds. Was the device able to be fired? No, not completely, half fired. Did the surgeon receive audible and tactile feedback confirming a complete firing cycle? No. Did the device deliver staples? No. Were there any issues with staple formation? If so, what was shape of the staples? Yes, without b shape formation, u shaped staple formation happened. What is the current patient status? Discomfort the analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a prolapse and hemorrhoids procedure, they were not able to close the stapler completely. The device was not fired and "bleed"; closed the gap further with suture.